Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (service codes 102, 107, and 204) was confirmed due to contamination on ca board component j1001. Upon further investigation, the rear response button cable connector was contaminated causing the button to be non-functional. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying service codes 102, 107, and 204.